Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported issues while using a cassette pak during irrigation in a surgery, due to which the eye became "soft". The pak passed the test. No patient injury. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) showed the product was released per specifications. The wet returned sample was visually inspected. Viscoelastic substance was observed in the aspiration tubing. Watermarks were also observed in the air line of the infusion manifold. After purging the viscoelastic from the aspiration line, a system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. However, during functional testing fluid, it was observed leaking pass the auto infusion valve (aiv) into the air infusion line. A reverse leakage test was performed on the auto infusion valve, the aiv was found to be non-conforming for leakage pass the valve. The sample passed the remaining functional and performance tests. While the customer's reported event could not be replicated, fluid ingress into the air line during liquid infusion was observed. Fluid leakage pass the aiv during liquid infusion could potentially cause or contribute to the customer's experience. A potential root cause could be related to error during the manufacturing process, however, with the information available, the exact root cause could not be established.

Event description:
The event occurred during a vitreoretinal procedure.